Manufacturer narrative:
On 25-jun-2021, biosense webster inc. Received additional clarification was received indicating the medical team started with drainage, which resulted in the patient being stabilized. But they had to perform open heart surgery to close the wound. Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30513469l number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. Patient has a history of hypertension. Once the transseptal puncture done, mapping of the atrial tachycardia in the right atrium had stared and the physician has ablated the cavotricuspid isthmus at 40 watts. Then, mapped the atrial fibrillation in the left atrium and right atrium. After that, the physician has ablated in the left atrium with 60 watt during 10 seconds with the thermocool® smart touch® sf bi-directional navigation catheter. During this ablation, the patient's spo2 has decreased, so the healthcare team has verified the pericardium with the ultrasound machine and there were blood inside, so they drained the pericardium. The procedure was stopped. Additional information received indicated the adverse event was discovered during use (during ablation phase) of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was patient condition related. Surgical intervention with blood drainage and closure of the wound was required. Patient outcome was reported as improved. The patient required extended hospitalization for observation and recovery. Force visualization features used were dashboard, vector and visitag. Visitag module was used and the parameters for stability were respiration adjustment. Maximum distance change: 3 mm, minimum time: 3 s, force over time: 25%, minimum force: 3 g, tag index: low 400 ; high 500. Smartablate settings: 10 seconds, 60 watts. Color options were used prospectively: ablation index. Transseptal puncture was performed with a heartspan needle and a swartz transseptal guiding introducer (abbott). Prior to noting the cardiac tamponade ablation was performed on the cavo tricuspid isthmus and the roof. There was no evidence of steam pop. Irrigated catheter was used in the event and the flow setting: low flow : 2ml/min, high flow : 15ml/min. No error messages observed on biosense webster equipment during the procedure.